Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and that the atrial sensing threshold measurement was below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.